Event description:
It was reported that, "the physician used a 1/8" drill bit on the tibial baseplate trial in the anterior holes to make a hole for the headed pins. The 1/8" drill bit broke off in the baseplate trial. Removal was quick."

Manufacturer narrative:
Evaluation summary: the results of the investigation indicate that the drill fracture due to a combination of torsional and ductile overload. It is believed that the insertion/extraction angle was excessive and in combination with an applied bending load resulted in a fracture.